Event description:
It was reported that the patient had an alert for svc defibrillation impedance out of range. Right ventricular (rv) defibrillation impedance has also increased. Physician determined that the patient no longer needed the therapy and the lead was programmed off. Lead revision may be assessed in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model 5076-52, implantable pacing lead, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. An out of tolerance sub threshold lead impedance alert occurred on 2014 (B)(6) as the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range as it rose from 71 ohms the week ending 2014 (B)(6) to greater than 6000 ohm the week ending 2014 (B)(6) than to greater than 14000 ohm the week ending 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.